Event description:
It was reported that a patient underwent a cervical spinal fusion on (B)(6) 2014 and a topical skin adhesive was used for the incision. Post-operatively, the patient developed two large blisters, with several other smaller ones, around the incision. The patient was to be examined by a physician assistant and the plan was to remove the adhesive. No other information is available at this time. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.